Event description:
It is reported that the patient's insulin pump has keypad issues when they are trying to enter calories. Patient's blood glucose level is 149mg/dl. Trouble shooting was conducted. Device is being returned. No further information available.

Manufacturer narrative:
The insulin pump had cracked reservoir tube lip, cracked battery tube threads, cracked display window, missing end cap sticker and cracked case near display window corners noted during visual inspection. All buttons functioned properly. However, the insulin pump had moisture damage was noted on keypad traces. No ramping numbers noted on the display. No unexpected battery out limit alarms noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.